Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 23 mg/dl. Reportedly, the customer delivered a food bolus, however, did not consume the anticipated carbohydrates. Treatment was administered via glucagon from paramedics while customer was transported to the ER. When customer arrived at the ER, treatment was administered via intravenous fluids, antibiotics, and customer was tested for an urinary tract infection. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg 109 mg/dl).